Event description:
Pump trainer reported that the customer was hospitalized the night before the call. Pump trainer reported that the customer was in a state of diabetic ketoacidosis at the time of admission. Blood glucose level was not provided. The insulin pump passed the self test and no unusual findings were noted. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.